Event description:
It was reported that suture placement was attempted using two proglide devices in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 6f and slightly (mildly) calcified. Reportedly, two proglide devices were placed using the preclose technique. When the plunger was retracted a cuff miss occurred with both proglide devices. Both proglide devices were removed and two additional proglide devices were used and when the plunger was retracted from one of the proglide devices a cuff miss occurred. The device was removed and another proglide device was used. When the plunger was retracted on both of the proglide devices that had been placed using the preclose technique, cuff misses occurred. The two devices were removed and the sheath was upsized to a 14f. The aaa procedure was successfully performed and a cut-down was performed to achieve hemostasis. The patient is reported to be doing fine. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported not to be trained in the use of the proglide device or preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Operator not trained. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. It was reported that the common femoral artery was slightly (mildly) calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The reported event of a cuff miss was unable to be confirmed, because key device components were not returned for evaluation. Based on the reported information, manufacturing inspection criteria and analysis of the returned device components, probable cause for the reported event could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The physician was reportedly not trained in the use of the proglide device. Per the instructions for use (IFU) under caution which states; this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Also, stated in the IFU under the special patient populations, the safety and effectiveness have not been established, in patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The evaluation indicated that user technique had influenced the reported event, therefore, the cause is due to user error for failure to follow the IFU.